Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had worked ¿great¿ for 2 months, but then started ¿sliding off.¿ the patient hadn¿t been ¿much better off, if not worse.¿ after getting the implant, the patient was still in pain.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient (B)(4).